Manufacturer narrative:
Further information: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. However, the reported events are classified as medical and they are unable to observe, therefore they are unable to be confirmed. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma-alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Patient representative reported right side "anaplastic large cell lymphoma" and "lymphoma is associated with your company's breast prosthesis". Patient representative later reported "alcl of the patient is stage I and therapeutic measures are being studied." Pathological markers cd30+ and alk- have been confirmed by pathology. Device has been explanted and replaced. Capsulectomy was performed. After surgery, right side "hypermetabolic nodular lesion" and "neoplasm" were detected and the patient was diagnosed with "relapse of lymphoma in csi of md (right breast)".

Event description:
Patient representative reported right side "anaplastic large cell lymphoma" and "lymphoma is associated with your company's breast prosthesis". Patient representative later reported "alcl of the patient is stage I and therapeutic measures are being studied." Pathological markers cd30+ and alk- have been confirmed by pathology. Device has been explanted and replaced. Capsulectomy was performed. After surgery, right side "hypermetabolic nodular lesion" and "neoplasm" were detected and the patient was diagnosed with "relapse of lymphoma in csi of md (right breast)".

Manufacturer narrative:
Clarification to d4 device information: the following device details have been provided, but it is unknown which side each one belongs to: sn: (B)(6) / lot: 2491614 / catalog: n-27-mx145-550 / manufacturing date: 20-aug-2013 / expiration date: 20-aug-2018. Sn: (B)(6) / lot: 2651174 / catalog: n-27-mx150-620 / manufacturing date: 11-sep-2014 / expiration date: 11-sep-2019. The events of "lymphoma-alcl" and "lump/nodule" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient representative reported unknown side "anaplastic large cell lymphoma" and "lymphoma is associated with your company's breast prosthesis". Pathological markers confirming alcl have not been received. Device status is unknown.

Manufacturer narrative:
The event of "lymphoma-alcl-suspected" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "anaplastic large cell lymphoma"

Event description:
Patient representative reported right side "anaplastic large cell lymphoma" and "lymphoma is associated with your company's breast prosthesis". Patient representative later reported "alcl of the patient is stage I and therapeutic measures are being studied." Pathological markers cd30+ and alk- have been confirmed by pathology. Device has been explanted and replaced. Capsulectomy was performed. After surgery, right side "hypermetabolic nodular lesion" and "neoplasm" were detected and the patient was diagnosed with "relapse of lymphoma in csi of md (right breast)".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b2, b5, b6, b7, d4, h4, h6. Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. However, the reported events are classified as medical and they are unable to observe, therefore they are unable to be confirmed. A review of the current risk documents was performed in rmf-chl-bi family (v15.0), and the event of bia-alcl is a known hazard for breast implants. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma-alcl-suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.